Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the contact on the reported issue, but no response was received.